Manufacturer narrative:
B5- per updated information a replacement lens was implanted successfully on (B)(6) 2023 and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticm5_13.2, -13.0/1.0/094 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively. In the reporter's opinion the cause of this event is unknown.